Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would stop showing the ECG rhythm. The customer is requesting that the device be returned for bench repair. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.